Event description:
It was reported that the patient had consistent low voltage alarms and was also stating, ¿all of the alarms lit up on the controller¿. The system controller was exchanged with ventricular assist device coordinator over the phone. The event log file captured persistent low voltage advisory and hazard events throughout the log file while using battery power. Some odd power lead voltages were noted on the black power lead causing hazard and advisory voltage alarms. The log files also noted some random connect power events on the black power lead as well. It was stated that the alarms resolved after the controller was exchanged, and there was no damage to the black power lead on the controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of consistent low voltage alarms was confirmed via log file analysis; however, the reported event was not reproduced throughout testing of the returned heartmate 3 system controller (serial number: (B)(6). Review of the event log files revealed on (B)(6) 2025 between 22:51:46 ¿ 23:29:19, while connected to batteries, low power hazard and power cable disconnect alarms were intermittently active due to relative state of charge (rsoc) yellow and invalid faults associated with the black power cable being outside the expected voltage range. The alarms were not associated with power source exchanges and shortly resolved each time. Of note, low power advisory alarms were active throughout the log file due to routine battery depletion on the white power cable. The returned system controller underwent functional testing and passed without issue. The controller was able to operate a mock circulatory loop as intended for extended duration. No low voltage alarms were reproduced throughout testing. Provided information stated that the alarms resolved after the controller exchange, no damage was observed on the black power lead, and one of the patient¿s batteries was not charging and showing low voltages. Additionally, it was stated that ¿all of the alarms lit up on the controller¿ during the reported event. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. D) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including power cable disconnect and low voltage alarms. Heartmate 3 IFU, section 8-¿equipment storage and care¿, and heartmate 3 patient handbook, section 6-¿caring for the equipment¿, explain how to properly take care and maintain the integrity of the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.